Event description:
It was reported that the user experienced some difficulty while removing the iab from the tray, despite drawing a vacuum and using the one-way valve. The nurse inadvertently removed the one-way valve but replaced it and aspirated again. The iab appeared to hold a vacuum. However as the iab was inserted, the balloon unwrapped and insertion could not be completed. Then, a second iab was inserted without any difficulty. There were no pt complications.